Manufacturer narrative:
Patient (B)(4) - no consequences or impact to patient, (B)(4) lens, damaged by cartridge. Evaluation conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
It was reported stated that the cartridge malfunction and tore the aa4203tl three piece silicone lens as the surgeon attempted to insert it. There was no patient contact. The reporter stated they loaded another lens in a different cartridge and it was successfully implanted without incident. This lens was discarded.